Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients leads had high impedance. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted lead was discarded by the medical facility and will not be returned.